Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00049. The patient reportedly lost stimulation therapy approximately one week ago. The patient was seen by the doctor and x-rays were ordered. The patient was referred to a neurosurgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00049. Further investigation revealed the patient's leads had migrated and were not providing stimulation. The patient remembered that she had a fall prior to losing therapy. The patient's leads were explanted and replaced. The patient's therapy was programmed and the patient received effective stimulation which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00049. The system was interrogated and it was determined that one lead's contacts have high impedances.